Manufacturer narrative:
Device evaluation summary: test results from device manufacturing and DHR were reviewed. All components in question passed all functional testing in production. No anomalies associated with sterilization of product. Further investigation to occur, including a revision procedure to investigate the components/anatomy of the patient.

Event description:
Envoy medical corp. Hq (emc) was notified on 09/11/2018, via complaint report, of alleged system performance issue (insufficient gain). Revision to come, for investigation/confirmation of either a device issue or anatomical issue. Patient/clinical history with emc: (B)(6) 2018 -- implant, (B)(6) 2018 -- activation, (B)(6) 2018 -- fitting.